Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump stopped working after he had been sweating on it. The patient's blood glucose at the time of incident is unknown. The customer's mother was advised to have the customer call the helpline as soon as possible in order to troubleshoot. The customer was out of town at the time of the phone call and his mother was advised that an insulin pump can be shipped to if overnight if he needs a replacement. The mother agreed to have the customer call. No products were shipped or returned.